Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 6.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 6.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole leak approx. 1mm distal from the distal markerband. No issues were noted with the tip section of the device. Visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. E1: (B)(6).